Event description:
Balloon spontaneously ruptured, no patient injury

Event description:
It was reported that a pt underwent surgery for acute traumatic tibial plateau fracture using rhbmp-2/acs. At an unk time after surgery, the pt developed heterotopic bone growth. No med intervention was reported.

Manufacturer narrative:
Visual inspection of the device balloon under 10x magnification confirms that the balloon has burst. Visually the edges of the burst are ragged and inconsistent wall thickness. There is more balloon material on the side of the burst than the other side. Functionally water was put through all of the lumens and the water flows from where it should with no functional defects detected. The devices are visually and functionally tested 100% prior to packaging, and the condition of the balloon was not present during that time.